Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.501in" x 0.088in" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additionally, the instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The complaint regarding the instrument broke was confirmed by failure analysis. The probable root cause of broken instrument blade and a piece of the teflon pad missing is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. A liver resection was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. No fragment fell inside patient anatomy. The instrument is available for return. It was confirmed that a portion of the device was completely detached. Part and sequence # were confirmed.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image is consistent with the complaint. Root cause of the failure mode cannot be confirmed without the returned device.